Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer stated that the while pushing button the whole screen turned black and fade away. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer need to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was monitored and no missing segments/partial display noted. Pump had no black screen/faded screen when pressing the button noted. Pump passed self test and displacement test. Pump received with minor scratched display window and broken reservoir tube lip.